Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that after the 3rd firing of the tct75 instrument, the device did not cut properly. Another instrument was used to complete the case. There was no consequence to the pt.